Manufacturer narrative:
The device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint. We are unable to conclusively determine the root cause of this failure as the incident occurred during use of the device and the procedural operation is not available for review. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. It was noticed that the hs iii proximal seal was not set on properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.